Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas 8000 c 702 module occurring between (B)(6) 2019. Based on the data provided, discrepant results were identified for 7 patient samples tested for glucose, creatinine, albumin, alt, sodium, bilirubin, crp and/or urea. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers with expiration dates were provided. The customer has replaced the sample probe multiple times.

Manufacturer narrative:
Further investigation was performed. The field service engineer (fse) replaced the gear pump head. The investigation determined the service action resolved the issue.

Manufacturer narrative:
Section was updated. The unit of measure for urea is mmol/l. The unit of measure for ldh is u/l. The unit of measure for crp is g/l. The unit of measure for alt is u/l and not mmol/l as stated in the original report. The unit of measure for creaj2 is umol/l and not mmol/l as stated in the original report. Patient 2 also had discrepant na results. The initial na result was < 80.0 mmol/l. The repeat result was 141.3 mmol/l. The repeat alt result for patient 5 was 9.6 u/l and not 9.4 u/l as stated in the original report. The sample material used for patients 6 and 7 was dialysis fluid. During a review of the alarm trace data, there were sample clot alarms every day. This indicates potential contamination of the sample probe with fibrin or gel from the sample separator. Qc data provided shows some issue with the instrument, however, the qc results were not completely bad. The discrepant results are likely due to sample quality issues at the customer site.

Manufacturer narrative:
Medwatch fields result code and conclusion code were updated. The investigation did not identify a product problem. The cause of the event could not be determined